Manufacturer narrative:
The "date of event" was not provided. The device was evaluated by the provider and the alleged condition could not be duplicated.

Event description:
Alleges end user fell out of the unit causing injury. Alleges unit stops abruptly.

Manufacturer narrative:
The device was evaluated by the provider and the alleged condition could not be duplicated. Provider claims the only issue he could produce was the unit veers slightly to the right side when consumer is going forward and lets go of the joystick. Claims all brakes and motors tested normal. No error codes or any reported issues. No damage present parts on unit.

Event description:
Alleges end user fell out of the unit causing injury. Alleges unit stops abruptly.